Event description:
Information received, indicates the hi/low function is drifting down overnight.

Manufacturer narrative:
The technician found the valve was not seating properly. He replaced the valve solenoid to repair the bed.